Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell five of seven of peritoneal dialysis therapy. During troubleshooting, it was reported that the drain line was loosely connected to the bag. The technical services representative (tsr) explained the alarm to the hp. The tsr assisted the hp in ending therapy. The tsr advised the hp to start therapy over with new supplies or to use manual supplies to complete therapy. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.